Manufacturer narrative:
The functional testing could not be performed due to cracked and bleeding display glass. However, the motor was tested outside of the device and passed. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, cracked reservoir tube and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer stated that they have been experiencing hypoglycemic episodes lately. The customer also mentioned cracks in the reservoir compartment of the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.